Event description:
Litigation papers allege that the patient has suffered pain, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, metallosis, pseudotumours, bursitis, and bone erosion.

Manufacturer narrative:
Updated: the devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving revision information. Depuy will notify the FDA when the investigation is complete.(B)(4). Depuy will notify the FDA when the investigation is complete.

Event description:
Sales rep has reported the revision surgery. Patient was revised to address pain, elevated metal ion levels and an under-anteverted cup position.

Manufacturer narrative:
Examination of the reported devices was not possible as it was not returned. The initial reporting indicates the acetabular cup was retroverted. To date, no patient x-rays have been provided and positioning cannot be commented on. One other report found against the 2357093 lot code in a search of the complaints databases. Per procedure, this product code is exempt from DHR review. No other reports found against the remaining provided product/lot code combinations. Medical records were reviewed previously. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Fs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated adverse reaction with metal debris, corrosion on the femoral neck, and shallow osteolytic defect around the cup. No labs were provided for the alleged high metal ions. There was no mention of metallosis or pseudotumors as litigation alleged.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as it was not returned. The initial reporting indicates the acetabular cup was retroverted. To date, no patient x-rays have been provided and positioning cannot be commented on. One other report found against the 2357093 lot code in a search of the complaints databases. Per procedure, this product code is exempt from DHR review. No other reports found against the remaining provided product/lot code combinations. Medical records were reviewed previously. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as it was not returned. The initial reporting indicates the acetabular cup was retroverted. To date, no patient x-rays have been provided and positioning cannot be commented on. One other report found against the 235709 lot code in a search of the complaints databases. Per procedure, this product code is exempt from DHR review. No other reports found against the remaining provided product/lot code combinations. Medical records were reviewed previously. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.